Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 3. Two clips were successfully implanted. A third clip was advanced to the mitral valve and the clip was deployed. It was noted that the third clip detached from one leaflet, and remained attached to the other leaflet (slda). A fourth clip was implanted to stabilize the third clip and mr was reduced 1. It is unknown which clip had the slda cds0502 or cds02st ((B)(4)). The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Although the clip that experienced single leaflet device attachment could not be identified, the full unique device identifier, expiration and manufacture dates of each of the implanted clips are: date of manufacture: 12-jun-2017; expiration date: 30-jun-2018; unique device identifier (UDI) number: (B)(4). Date of manufacture: 12-jun-2017; expiration date: 30-jun-2018; unique device identifier (UDI) number: (B)(4). Date of manufacture: 21-jul-2017; expiration date: 20-jul-2018; unique device identifier (UDI) number: (B)(4). Date of manufacture: 12-jun-2017. Expiration date: 30-jun-2018; unique device identifier (UDI) number: (B)(4). The device was not returned for analysis. A review of the lot history record identified could not be performed, as the lot and part number for the device was unknown and could not be provided. All available information was investigated and a definitive cause for the single leaflet device attachment (slda)in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.